Event description:
The customer reported no ac power indication on the device. This could indicate a failure to power up via ac power which could prevent the delivery of therapy. No patient involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.